Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the connection between the camera and uninterruptible power supply (ups) of the navigation system. Upon tightening the connection, functionality was restored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while setting up for a demo, the navigation system displayed the localizer was not connected. It was noted that the navigation system camera had no leds illuminated. There was no patient present when this issue was identified. No additional information was provided.